Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the post dilation caused the native leaflet to occlude the low lying left coronary artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Following post dilation of the 23mm s3 valve, a coronary occlusion resulted requiring intervention to open sternotomy and bypass grafting. Prior to the procedure, the left coronary artery (lca) was pre-wired, as it was noted the lca was low towards the annulus. The valve was positioned as intended, 80:20 aortic/ventricular, with moderate paravalvular leak (pvl). The wire in the lca was removed post valve deployment. The valve was post dilated with 2+ cc, and the pvl improved. However, the lca became blocked due to a native valve leaflet. The patient began to decompensate, was converted to open sternotomy and coronary bypass grafting. However, the patient began to lose blood due to a laceration of the liver. It is believed this occurred during CPR. After several hours, the bleeding could not be controlled, and the patient expired due to blood loss. The physician indicated the heart looked just fine, and the death was not related to the valve. It is believed that significant calcification in the lvot and annulus contributed to the pvl. Post deployment dilation of the valve caused the native leaflet to block the lca.